Event description:
(B)(4). Same case as 2134265-2009-04683. It was reported that post a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). Target lesion 1 was 90% stenosed and located in the left anterior descending artery (lad) with a 3mm reference vessel diameter and a 10mm lesion length. A 3x12mm liberte stent was implanted. Residual stenosis was 0%. Target lesion 2 was 70% stenosed and located in the lad with a 3mm reference vessel diameter and a 15mm lesion length. A 3x16mm liberte stent was implanted. Residual stenosis was 5%. The procedure was a technical success. The patient experienced a myocardial infarction (mi) four days after the index procedure. The mi was not target vessel related. Medications were clopidogrel and asa at the time of the mi. No further data was provided. The patient was discharged nine days after the index procedure without anginal complaints or silent ischemia. Discharge medications were asa 250 mg/day indefinitely and clopidogrel 75 mg/day for 6 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.